Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a tether cord fractured at t11-12 and t12-l1 (the curve's apex), resulting in revision and replacement with a new cord. The initial construct ran from t6-l3 for a right-sided curve. The curve had regressed to around 50 degrees as a result of the fracture.

Manufacturer narrative:
Corrected information in h3. Additional information in h6: method, results, and conclusions codes. The complaint is confirmed for one (1) of one (1) returned the tether cord 300mm (pn 204h0300) for the failure of fracture. This device is used for treatment. No medical records were provided with the complaint. Inspection the returned device matches the information in the complaint file and was examined. Visual inspection revealed the cord is fractured. DHR review the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge¿s control. Device labeling: the tether instructions for use (ifu0021-0117-us-en-rev 05 2023-04) was reviewed and contains the following information related to this issue: "possible complications below is a list of the potential adverse effects (i.e., complications) associated with the use of the device. Potential device or procedure-related adverse events (aes). Overcorrection of the coronal deformity, potentially requiring revision or removal of implants. Bending, fracturing, fraying, kinking, loosening, bending, or breaking of any or all implant components" root cause: this event could be attributed to unknown patient or surgical factors. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported that a tether cord fractured at t11-12 and t12-l1 (the curve's apex), resulting in revision and replacement with a new cord. The initial construct ran from t6-l3 for a right-sided curve. The curve had regressed to around 50 degrees as a result of the fracture.